Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they pulled back the blue toggle to cut and cauterize a branch. Vasoview hemopro 2 cautery didn't activate. The device failed to deliver energy. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. Power setting at 3. They change the extension cord. The state of the jaws was intact. No issues with the power supply. The device was removed and a new device was used without issue. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: d10. The device was returned to the factory for evaluation on 04/29/2025. An investigation was conducted on 04/29/2025. A visual inspection was conducted. There were no visual defects observed on the intact harvesting device jaws or heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(6). The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000466953. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.